Manufacturer narrative:
We were informed that the lot number of the vkmo 70000 is 9214700. Maquet cardiopulmonary (B)(4) requested the product back for investigation and received it on 01.30.2017. The investigation is still pending. Maquet cardiopulmonary (B)(4) will submit a supplemental medwatch on receipt of further information.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The product was visually inspected in the laboratory of the manufacturer. No clots were detected. The product was forwarded to the (B)(6) lab. The product was tested in the (B)(6) lab for its gas exchange performance test and pressure drop test according to lv 009 vi. Acceptance criteria for gas exchange performance (o2, co2) and pressure drop test were met by the product. Thereupon the product was again tested in the complaints lab. It was sawed off and the quantity of mats were checked against bop 7544. The quantity was counted to be within the specification. No clots were detected between the mats. Thus the reported failure could not be confirmed. The cause of this failure was determined to not be attributed to a device related malfunction. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "at the beginning of bypass the perfusionist noticed the fi02 was 60% and the po2 was only 6-7. The fio2 was increased to 80% and the po2 increased to 14, at 90% fio2 the po2 was 20-22. (B)(6). The gases were checked by a stand alone gas analyzer and corroborated the above. It was decided to come off bypass and swap out the oxygenator since the aorta was not yet cross clamped. This was done and the procedure continued as normal, with correct levels of oxygenation." (B)(4).